Event description:
Customer reported sparks at the power inlet and unit not powering on.

Manufacturer narrative:
The customer reported that their statspin mp would not power on. It also lightly sparked at the power port when plugged in. There was no report of injury to the operator, no smoke or fire and the fire department was not called. The unit was returned to the manufacturer for further analysis. Upon analysis, a burned pcb was identified. The defective pcb pulled a high current which caused the burned component and the electrical spark at the power port.